Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompany on the inspection of the quality document accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received info that this right ventricular (rv) lead was exhibiting high pacing threshold measurements at the post-hospitalization check. The pt was pacemaker dependent, however pacing impedances measurements were appropriate. The physician planned to monitor the issue. No adverse pt effects were reported. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided. Additional info received indicated a revision procedure was performed and the rv lead was extracted. A new rv lead was successfully placed. No additional adverse pt effects were reported.